Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was flashing a white/blank display and low blood glucose/over delivery. Customer blood glucose at the time of the incident was 63 mg/dl. Troubleshooting was performed. Low blood glucose was treated with juice, customer declined troubleshooting for low blood glucose. Device will be return for analysis.